Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 4.08mm x 8.82mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the broken molded insulator does not appear to be bent. The instrument was found to have a dislodged grip tip that was not returned with the instrument. The grip tip measured approximately 4.64mm x 15.29mm in size. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. The instrument was found to have a broken molded insulator and dislodged grip tip. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the fenestrated bipolar forceps instrument was dropped, and the jaws were broken due to the fall. The instrument was removed and replaced with a new one. The procedure was completed with no reported injury.